Manufacturer narrative:
The pump has been returned to animas and evaluated on 15-aug-2018 with the following findings: the pump powered on to a fully clear and illuminated display screen. There was evidence of moisture corrosion in the battery canister and on the internal components of the pump.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the display screen was blank. The reporter stated that moisture was present in the battery compartment and on the display. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery. There was no allegation of an adverse event associated with this complaint.